Manufacturer narrative:
Additional PMA/510(k) numbers: k011028 / k013227

Event description:
Sales representative reported that the doctor stated the fixture mount was not attached to the implant in the vial and when fixture mount was picked up the implant fell and lost sterility. The office used another implant from stock.

Manufacturer narrative:
(B)(4) one ha coated tapered screw vent implant was returned for inspection with corresponding transfer mount and mount screw. Visual inspection revealed moderate wear about the threads, collar, and internal threads. The implant shows signs of usage. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for screw-vent® implants¿ 9665 rev 0-09/14 information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. Complaint indicates the implant was disengaged from the mount prior to opening the packaging. The complaint is non-verifiable with the information provided. The product was functionally tested, and it was noted that the mount was able to assemble and hold in the implant. A root cause for this complaint could not be determined. The following sections were updated: date of this report manufacturer , expiration date, (B)(4), contact office - name/address, office contact - manufacturing site, follow-up number, follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, device manufacture date, additional narrative